Event description:
It was reported that this right ventricular (rv) lead exhibited pacing impedance measurements high out of range gradually rising. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Risk review is not required - the event is not reportable in an eea/great britain country + bsc is not responsible for training + no new hazard was identified. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this right ventricular (rv) lead exhibited pacing impedance measurements high out of range gradually rising. This rv lead remains in service. No adverse patient effects were reported. This rv lead has not been returned for analysis and as a result the allegations against it have not been confirmed since product analysis could not be performed. Record reviews did not identify a product quality issue or patient harm.